Manufacturer narrative:
Event description: it was reported that cook single-use holmium laser fiber ((B)(4), lot# 9896220) connected to the laser unit but it did not work. Customer removed and reconnected the fiber but fiber did not work again. Fiber removed and inspected for any damage and it was found laser fiber was damaged along laser fiber sheath. New fibers has been used to complete the procedure after about 15 minutes of delay. Patient did not require additional procedure due to this occurrence and no adverse effects has been reported as a result of reported issue. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, specifications, and quality control data. The complainant returned one open package containing a cook® single-use holmium laser fiber for investigation. Visual examination confirmed fiber was returned in used condition. Fiber sheath was kinked 19.2cm from the proximal end of the plug. Fiber length measured 300.5cm. Fiber optics protruded from distal end of blue sheath 6.5mm. Plug appeared secure, no discoloration or undamaged. Close examination of the damaged area showed the fiber was broken but not separated inside the white sheath a review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: improper handling. Never subject fiber optics to sharp bends in handling, use, or storage. Warning: do not bend fiber at sharp angles. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Instructions for use: 1. Open and remove the packaging tray from the sterile pouch. 2. Remove the fiber clip from the packaging tray 3. Peel and remove the backing from the fiber clip 4. Adhere the clip to the desired location 5. Remove the proximal connector from the packaging tray a. Note: keep output of tubing in line with fiber to minimize drag as fiber is exiting the tubing 6. Hand the proximal connector to a nonsterile attendant while maintaining sterility of distal fiber 7. Open any laser aperture cover or door and insert the proximal connector into the laser system, screw in finger-tight 8. Slide the fiber into the lower clip to hold the fiber in place a. Note: use the upper clip to hold the fiber tip when not in use 9. Follow the laser manufacturer's directions for use 10. Remove the fiber from the fiber clip and discard based on available information, most probable cause of laser fiber breakage is related to improper handling of laser fiber and any precaution and warnings those mentioned in IFU may contribute to the reported issue. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 03jun2020: the procedure extension time was about 15 minutes. Fiber was not inspected when it was removed from the package, fiber was first placed in the laser and then as it didn't work it was removed and then repositioned in the laser. As this still did not work the fiber was inspected and they saw that the fiber was damaged.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that before an unknown procedure, a cook single-use holmium laser fiber broke where the white sheath began. Another fiber was used to complete the procedure. It was noted that this did result in an extension of the operating time. No adverse effects to the patient were report. Additional information has been requested.